Event description:
It was reported that the user experienced a hyperglycemia event after the cgm sensor was not connected overnight to the ilet, with a highest reported cgm value of 390 mg/dl and no confirmatory fingerstick, while using a contact detach steel infusion set on the arm and a libre 3 plus cgm; glucose was reported to be trending down at the time of the call. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.